Event description:
Reporter alleged, the customer obtained discrepant blood glucose values of hi (greater than 600 mg/dl) back to back with a result of 158 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter indicated, the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent.